Event description:
No intervention was performed.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise. Programming changes were made. The patient had no adverse consequences.